Event description:
Patient was in surgery for bilateral blephroplasty, under local anesthesia with nasal 02. Physician had completed the right eye and was completing the left eye, using the electrosurgical machine with a pencil. Physician was using pencil on orbital fat when a loud noise was heard and a flame was noted to patient's lower face (nares to chin area). Physician extingushed the fire with his hands and water was poured on patient face. Pt. Was examined by plastic surgeon and burned area evaluated as 1st and 2nd degree burns. Physician orderal ice packs and cortisporin ointment to area from nares to chin.